Event description:
Litigation alleges patient had pain after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013-sales rep reported patient underwent revision procedure due to osteolysis. There is no new additional information that would affect the investigation.

Event description:
**Update rec¿d (B)(4) 2013 ¿ medical records were received. The complaint was updated on (B)(4) 2013. Revision operative report indicates the following: joint effusion; pain; absence of bone ingrowth on acetabular component; cavitary osteolysis; particulate debris; fluid; corrosion. Adaptor sleeve and femoral stem added to complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Additional information: there is no new information that would change the outcome of the investigation. The complaint is considered closed.